Manufacturer narrative:
Both the replacement control board and suspect dongle components were returned for evaluation. The replacement control board was found to be unrelated to the reported incident. The hardware investigation found that the reported event was related to a electrical issue with the dongle. The dongle was installed on a test system and it was confirmed that the system intermittently remained in e-stop on power on, however depressing the e-stop button on the pendant allows the system to progress past e-stop as expected. The reported event was caused by a loose electrical connection of the dongle.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site and was unable to replicate the reported complaint. The system was tested, to include numerous startups. The system booted appropriately each time. The emergency stop on the front panel, and pendant engaged, and disengaged appropriately. No abnormalities were found with any of the wiring associated with the e-stop function. The system control board and dongle were replaced and returned to the manufacturer for evaluation, although analysis has yet to be completed. A full imaging system check-out was completed and all tests passed. The reported complaint could not be confirmed. The system was returned to service. No further issues were reported.

Event description:
A medtronic representative reported that when the imaging system was started up, it immediately entered e-stop mode and it could not be used. The representative could not exit e-stop mode to use the system. Initial troubleshooting involved reseating the dongle and rebooting the system, which resolved the issue. This occurred outside of any patient involvement. No additional details were provided.